Event description:
The customer reported that she woke up and the device had a blank display. Troubleshooting was performed. The device rested and the battery was changed, but the blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display. Problem isolated to the liquid crystal display board.